Event description:
It was reported that two pre-curved occipital plates broke a short time post-op. The patient complained of "being uncomfortable with the motion of the broken rods." Revision surgery was performed in 2007. The upper levels of the construct were removed and the lower levels were left in place per the surgeon. No patient complications were reported.

Manufacturer narrative:
Device has been returned to the manufacturer; therefore, product evaluation is possible. A visual macroscopic examination was performed that the product was visually, dimensionally, and functionally checked. Secondary fractured parts and post-op pictures not supplied. Product is intended for segmental fixation and construct fatigue strength was exceeded. Parts show no manufacturing defects and meets all specifications.